Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the drive support cap was sticking out. Blood glucose level was 316 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.